Event description:
It was reported that there was a loss of aspiration. A 2.4mm jetstream xc catheter was selected for an atherectomy procedure in the superficial femoral artery. The device was primed and it was started to be used in the procedure. However, the pump for retaining of blood flow stopped. The device was removed from the patient and another of the same device was used to complete the procedure. There were no patient complications and the patient was fine.